Event description:
Information received regarding the device notes that the patient was admitted to the hospital after experiencing three near syncopal episodes. At the patient's previous check-up less than a week prior, the device was operating normally in dddr. After admission to the hospital, interrogation found the device to be in aair mode. It was reprogrammed to dddr. When the telemetry wand was removed, the device reverted back to aair.